Manufacturer narrative:
Investigation ¿ evaluation a review of the dimensional verification, complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device following inflation confirmed the reported perforation of the catheter, which was measured to be at a distance of 3.6 cm from the distal tip of the device. Multiple kinks were also present throughout the shaft. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted that there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
During an unspecified procedure, it was reported the cxi support catheter was perforated by another manufacturer's wire guide. Ipselateral approach was gained to treat the iliac artery. Another manufacturer's 0.014 inch wire guide was inserted through the hub of the complaint device and advanced when the perforation occurred. The user stopped using the device and the procedure was completed without any replacement. There have been no adverse effects to the patient reported.